Event description:
While attempting to cross the lesion, the cypher sds would not cross. While being withdrawn, the sds was pulled hard, and the catheter unraveled and broke. There were no reported pt complications.